Event description:
It was reported by service report that the foot end jack could not be pumped up to full height. The customer reported that they did not know if there was pt involvement; however, no adverse consequences were reported.